Manufacturer narrative:
It was reported that there was no damage to the outside of the steris 20 case and carton when the shipment was received. A retain evaluation was conducted by steris which showed no abnormalities with the cups.

Event description:
The user facility reported that on two occasions, employees were massaging cups of steris 20 sterilant concentrate and the lids of the cup came off. One employee received 2 small blisters on her neck and rinsed the area with water. When she arrived home she applied antiseptic cream and no further treatment was administered. The second employee did not come in contact with any product. The user facility reported that neither employee missed time from work and that both are fine with no sustaining injuries.